Manufacturer narrative:
Laxity in the knee was reported. Revision surgery occurred to exchange the poly inserts. Review of the device history record indicates that the device was manufactured to specification.

Event description:
Laxity in the knee was reported. Revision surgery occurred to exchange the poly inserts.